Manufacturer narrative:
(B)(4). Physio-control provided the customer assistance and recommended device repair. The customer informed that the facility biomed will complete the repair.

Event description:
Physio-control found that the device would shock intermittently as there was a broken pin inside the therapy connector. There was no pt use associated with the event.